Event description:
The customer called to report high blood glucose levels. The customer stated that her blood glucose reading was 400 mg/dl prior to calling. The customer then stated that she was treated for low blood glucose levels with a reading of 33 mg/dl. Troubleshooting was performed and the insulin pump did not pass the prime test. The customer did not want to continue troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.